Event description:
While changing the PICC dressing it was noted that the PICC catheter had 3 holes in it where intravenous fluid (ivf) was leaking from. Device was a PICC double lumen 2fr. 3 holes in catheter. PICC line is a vygon double lumen size 2 (B)(6) line. Multiple holes were noted in line. The line had to be replaced. Vygon lot number is 16j024d. Manufacturer address is (B)(6). PICC line was replaced in a different site requiring another procedure.